Event description:
Information was received from a physician in regards to a patient who was being treated with baclofen intrathecal (1000 mcg/ml; 120 mcg/day). The patient's indication for use were intractable spasticity and a head/brain injury. The patient had missed a refill appointment, and the refill date was (B)(6) 2016. The low reservoir volume was set to 3 ml, so the physician did not believe that the pump had gone dry. The physician calculated that the pump went empty on (B)(6) 2016. The empty pump alarm had been occurring. The physician was going to refill the pump on (B)(6) 2016; however, the physician did not have the correct concentration of baclofen. Therefore, the physician was going to switch the concentration and increase the dose. The old concentration of baclofen was 1000 mcg/ml and the old drug desired dose was 140 mcg/day. The new concentration of baclofen was 500 mcg/ml; and the new dose was 140 mcg/day. The total bridge volume was 0.571 ml. Per the physician, the patient's mother was an excellent historian, and the patient's mother reported that the patient experienced a sudden onset of becoming a little tighter and agitated. The physician also noted that csf (cerebrospinal fluid) was collected when the patient was last seen in (B)(6), but it was confirmed that the catheter was primed again. Further information regarding the patient's medical history, additional medications taken at the time of the event, when the patient heard an alarm, the reason for the missed refill, if the empty pump alarm that was calculated to have occurred was confirmed, additional interventions, and outcome of the event was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.